Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4053903. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needle did not retract when push button was pressed 9 aug 1. How was the patient outcome? Are there any clinical signs, health consequences or impact? Had to restart IV. None. 2. Any adverse event or serious injury reported to patient or health care professional? None.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.